Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box and pump history revealed no occlusion alarms recorded. There was no evidence of high force recorded in the black box. On investigation a rewind, load, and prime sequence was performed without issue. Occlusion was simulated for testing and the pump appropriately alarmed for occlusion. No other alarms occurred during the investigation. Force sensor was found to be out of calibration (high). Force sensor resistance reading was found to be within specifications. Investigation did not confirm an occlusion or duplicate the absence of an occlusion alarm during testing. The pump was found to be operating without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump did not emit an occlusion alarm when the cannula on the infusion set was bent. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged occlusion alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.